Event description:
Patient was in the supine position with the patient's upper body placed on the foot of the treatment table. The patient's lower body was positioned over the head of the treatment table which was elevated. The therapist was performing manual hamstring stretch when the head of the table went flat. The patient did not sustain any injuries. The patient was assisted up and was escorted to another room where the therapy was completed. Upon inspection by biomedical services, the leg section was found off-track. The guide wheels located at the head of the bed was found off-track and chipped.====================== health professional's impression======================unknown====================== manufacturer response for treatment table, (brand not provided)======================henley international merged with chattanooga group who merged with djo. All divisions were contacted and none will claim support for the unit. The unit was removed from service and is currently in storage.